Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturing date of the device is unknown. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the gas leak could not be determined. It is possible that the gas leak occurred due to the high pressure hose not being connected properly or had become loose due to some type of shock. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The serial number of the subject device was not provided. The product return receipt date is not available at this time. The subject device was evaluated. During evaluation it was noted that no abnormalities were found in appearance, the reported issue was not confirmed and during operation check, the device was connected according to the instruction manual and operated without any abnormalities. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a therapeutic laparoscopic procedure, the cylinder hose had gas leak. It was noted that the packaging of the subject device was tattered. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.